Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-oct-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported that the patient had a loss of therapy. Fluoro images were taken by the patient's healthcare provider (hcp) which revealed that the lead had migrated down. The lead was removed and replaced with a new lead. The issue was resolved.